Manufacturer narrative:
(B)(4). Date sent: 4/9/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: no additional information.

Event description:
It was reported that after a roux procedure, the patient was bleeding post op at jj anastomosis. Bleeding was occurring within lumen. Stapler fired as normal and staples formed normal intraop. Patient was brought back for revision surgery to fix the bleeding. Patient is now in recovery.